Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: could not confirm the reported event; device passed all incoming functional tests. It is noted the battery that was received with device had voltage of 6.8 volts. Analysis found the upper case, lower case, and two side bail covers are contaminated/broken. Battery release , control knobs, ring cover, battery drawer, and keyboard pad are contaminated. Ring is bent and battery contacts are compressed. (B)(4).

Event description:
It was reported that none of the buttons worked on the device. It just can turn on and off. The device was returned for repair. No patient complications were reported as a result of this event.